Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes high atrial lead impedance. During surgery it was revealed that there had been a leak in the header causing the elevated atrial impedance. When the lead was tested and found to be functional, the pacer was replaced. It was also noted that fluid was found in the "atrial port header".~~~~~~